Event description:
The customer reported that the 840 ventilator stopped cycling. No patient involvement. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and suggested running an extended self test (est) and exercising unit for 48 hours on a test lung. Covidien was not authorized to service the device.